Event description:
On (B)(6) 2018, the patient contacted lifescan (B)(4), alleging that her onetouch ultra mini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first became aware of the product issue on (B)(6) 2018, when she obtained blood glucose readings on the subject meter, that had more than ¿100 mg/dl¿ between them. She was unable to give exact results. She stated that the tests were performed within 20 minutes of each other. The patient reported that she manages her diabetes using insulin (no-adjustments). The patient stated that 2 days prior to contacting lfs she had developed symptoms of ¿shake¿. The patient reported that in response to the alleged symptoms, she had telephoned the doctor, who recommended that she decrease her insulin from 16 units to 12 units. The patient reported since decreasing the insulin, she is now well. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the correct testing steps were being followed and that the patient¿s test strips had been stored correctly, were within expiry date. Csr noted the test strip vial was not cracked ore broken. The csr walked the reporter through a retest and the control solution test was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.